Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel of upper arm. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During 10th inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed using normal method without issue, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel of upper arm. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During 10th inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed using normal method without issue, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 7mm distal of the proximal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified with the device.